Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the doctor was unable to position lead into atrium. The doctor also mentioned that the silicone was sticky and could not position or advance the lead because lead was sticking. The lead was attempted and not used. No patient complications have been reported as a result of this event.